Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 4 years post-op, the patient suffered a tibial periprosthetic fracture and the fracture was plated approximately 2 months post-fracture. No components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). B3: exact event date is unknown however the fracture occurred in (B)(6) 2022 and was plated in (B)(6) 2023. D10: medical product: cruciate retaining cr-flex femoral component porous uncemented size f right: catalog#65595201602, lot#11022549. H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-02594. G2: foreign: australia. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with evidence of proximal tibial medial and lateral plate and screw fixation devices also with what appears to be incomplete oblique fracture involving the proximal tibial and fibular diaphysis. Reported event was confirmed by review of provided radiographs. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.